Event description:
It was reported to philips that the customer was unable to perform geometry movements. The device was in clinical use at the time of the reported event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, neurovascular procedure was performed by the customer when the issue occurred and the procedure was completed without interventional workstation, standard fluoroscopy and cine were functioning normally. Review of the system log file showed that the drive not calibrated. To resolve the issue, fse performed propeller motor current calibration. The system was returned to use in good working order. The codes were updated based on the investigation outcome.